Manufacturer narrative:
Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a 24mm 4450 mitral ring was explanted after an implant duration of six (6) months due to excessive pannus resulting in mitral stenosis. The patient presented with worsening shortness of breath. The explanted ring was replaced with a 25mm 7300tfx valve. Per received medical records, the patient presented with worsening shortness of breath. The mitral valve was found to have a lot of pannus close from the ring onto the mitral leaflets and that had a reduced mobility of the mitral leaflet. The leaflet was a small size also, but there was significant ingrowth of tissue over onto the leaflet. The cor knots were removed and the ring was excised. A 25mm 7300tfx valve was implanted. The valve seated quite well with no pvl. The patient was taken to the ICU in a stable, but critical condition. The patient was discharged to rehab in stable condition on pod # 5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.